Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Visual analysis was done and noted some external wear. The programmer would not power on. During inspection process after the dis-assembling the programmer, the capacitor was blown from excessive current draw. The internal circuitry was removed and replaced. No other boards required repairs or updates. The programmer was replaced and passed all required testing.

Event description:
It was reported that this programmer popped. The programmer's fuse blew and could smell electrical out from the programmer. The programmer was returned. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Visual analysis was done and noted some external wear. The programmer would not power on. During inspection process after the dis-assembling the programmer, the capacitor was blown from excessive current draw. The internal circuitry was removed and replaced. No other boards required repairs or updates. The programmer was replaced and passed all required testing.

Event description:
It was reported that this programmer popped. The programmer's fuse blew and could smell electrical out from the programmer. The programmer was returned. No patient involvement was reported.